Event description:
This complaint is from a literature source. The following literature cite has been reviewed ogonda l, cassidy rs, beverland de. A conservative approach to dislocation following total hip arthroplasty: a review of 8606 hips. Hip int. 2020 sep 9:1120700020959062. Doi: 10.1177/1120700020959062. Epub ahead of print. Pmid: 32905705. Objective and methods: the purpose of this study is to present the rates of dislocation after 8606 primary tha posterior approach procedures and propose a simple algorithm for the management of this often-challenging problem. All procedures were performed between january (B)(6) and all information was pulled from acp database. All dislocations were first treated conservatively with a variety of interventions. Recurrent dislocations were treated with plad devices or revision surgeries. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy combinations used in the thas: duraloc cup paired with competitor custom femoral stem, pinnacle cup/cemented c-stem, pinnacle cup/corail stem. 138 reverse hybrid thas: cemented charnley elite cups/ stems unknown. All articulations: head was either cocr or ceramic and liners were ceramic or poly. Posterior lip augmentation devices (plad) utilized to treat dislocation in 6 patients the cement utilized in the study is unknown. The authors do not provide information that identifies which type of liner/head configurations were involved in the adverse events. As such, the adverse events will be captured as unknown head and unknown liner. Adverse event(s) and provided interventions associated with depuy devices: 6 disassociations of the duraloc cup/unk liner due to incomplete deployment of the locking mechanism- treated with revision of the liner. 218 dislocations treated as follows: 35 treated with hip spica, 6 (5 charnley cups, I unk cup/liner) treated with surgical implantation of plad device, 4 treated with abduction brace, 14 treated with a liner exchange, 68 treated with conversion to constrained liner, 126 treated with closed reduction, 5 revisions of liner and head, 1 plad device revised to constrained liner.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.